Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified partial holes in the right atrial (ra) and right ventricular (rv) setscrew seal plugs. Next, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during the attempted implant of this pacemaker, when the right atrial (ra) lead was connected to the device, noise was observed. The lead was removed and inserted in the right ventricular (rv) port and no noise was noted. The rv lead was inserted in the ra port, and the noise persisted. The device was therefore removed and replaced. No adverse patient effects were reported.